Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported that they encountered an optical signal issue with an impella 5.5. The optical sensor was unreliable and was reading falsely elevated readings. However, the motor current was stable and flows were accurate. The pump was also in good position. Additionally, it was noted that the device was not properly unloading. Low flow issues were encountered prompting pump removal. Upon removal, a thrombus was confirmed in the inlet of the device. The patient survived the event and a new 5.5 pump was implanted.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Neither data logs nor the pump were returned for investigation. Due to limited clinical details and product not being returned for investigation, the root cause of the optical signal issue could not be determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-28481 b7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.